Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for non-malignant pain. Information was reported that the patient's therapy has stopped due to a power on reset (por). The patient does not remember what they were doing when the message appeared. The patient stated she is seeing a message on the recharger showing por. The patient was not recently around any medical test or emi environment. The patient was able to successfully clear the message while on the call. The patient turned their therapy back on. The patient confirmed she is able to charge and the ins is 3/4 full with the last quartile flashing with six bars and stimulation is on. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller stated the patient saw por on their programmer and they are interrogating the ins right now and they saw por - 0x400 on the clinician programmer. The caller set the time and date then was able to re-interrogate the ins without issue. No further information was reported.